Event description:
The customer returned the device stating, ¿the battery compartment was damaged.¿; during device evaluation it was found the downstream occlusion (dso) sensor was damaged. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the customer reported issue of ¿the battery compartment was damaged¿ was confirmed. Further investigation found the downstream occlusion (dso) sensor was damaged. The dso was replaced, and the device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.